Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.